Manufacturer narrative:
Medical device type is corrected to jka. PMA / 510(k)# is corrected to k981013.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect fill line position with the incident lot was observed.

Event description:
It was reported that the fill line position on a bd vacutainer® edta 2k was incorrect after use. No injury or medical intervention.